Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30mg/dl. Low bg cause was not known. Customer went to the emergency room and was treated with intravenous fluids of saline. Treatment resolved the issue and there was no permanent damage. Customer was discharged later that day, (B)(6) 2025. Recommendation was made to consult with a healthcare provider to discuss diabetes management.